Event description:
The patient's spouse reported that the patient has had a heart rate of "100 beats per minute" for 5-6 weeks and is questioning the device function. The patient has been working with their physician and is taking medications. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.